Event description:
On may 13, 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately high compared to his feelings and/or past readings. The medical surveillance specialist (mss) spoke with the patient on may 18, 2009 and obtained the following information. The patient reported that on an unspecified date in early 2009, he obtained a blood glucose reading of "149 mg/dl" with the subject meter. The pt stated that he typically tests in the "120 mg/dl" range. Despite the higher than usual result, the patient claimed he took his usual dose of lantus insulin (90 units). Approximately 30-40 minutes later, the patient claimed he began to feel really dizzy and developed a "cold sweat." At the onset of symptoms, the patient reported that he tested his blood pressure (which was normal) but did not think of testing his blood glucose. Shortly afterwards, the patient stated that he "passed out" and that his sister contacted emergency services when she noticed he has having a seizure. The patient reported that he was told that his blood glucose was "29 mg/dl" when tested with the ems meter and claimed he was treated with IV glucose. The patient denied making any changes to his diet or activity level prior to the event; but stated if he had obtained a lower blood glucose reading, he would have eaten something sooner. At the time of troubleshooting, the customer care advocate noted that the patient was using the correct testing technique and cleaning the puncture area properly. The patient did not have control solution at the time to test the subject product. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was treated for severe hypoglycemia by an hcp after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.